Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-07217. It was reported that the pericardial effusion increased. A left atrial appendage (laa) closure procedure was being performed. A baseline effusion of .89cm was noted. The watchman® access system (was) was deep seated in the laa. A 33mm watchman ® laa closure device and delivery system (wds) was then advanced. After the closure device was released, a 1.3cm effusion was noticed. The physician made a decision to proceed to pericardiocentesis. After 300mls of fluid was drained from the pericardium, the effusion was measured at 0.4cm. The drained stayed attached with the patient who remained in stable condition throughout the procedure.